Event description:
It was reported that there was high threshold with no capture at maximum outputs. The lv (left ventricular) lead was turned off and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead, implanted: (B)(6) 2014; 5076-52 lead implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.